Event description:
Additional information: it was reported that patient experienced withdrawal. A catheter fracture was confirmed. Drug delivered via the pump was dilaudid.

Event description:
It was reported that the patient experienced "constant withdrawals every weekend". Patient had visited several physicians and had done "lots of blood work". One of the infectious disease physician, the patient had visited, indicated that there was "something wrong with the pump". No further information could be obtained. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8709sc, lot #: n168267001, implanted on: (B)(6) 2009, explanted on: unk; catheter model: 8590-1 pouch, lot #: n185022, implanted on: (B)(6) 2009, explanted on: unk.

Manufacturer narrative:
Product ID 8709sc, lot# n168267001, implanted: 2009 (B)(6); product type catheter product ID 8 590-1, lot# n185022, implanted: 2009 (B)(6); product type accessory product ID 8709sc, lot# n168267001, implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
Additional information was received from a consumer and a healthcare provider (hcp). The patient stated that the pump failed and he went through withdrawal; however, the patient was unsure what happened with the pump and the pump was replaced. Conflicting information was later received from the hcp that troubleshooting was performed related to the pump and the event was not pump related; the event was related to the dosing of medication. No further information was provided from the hcp and thus it remains unclear how the event was not related to the pump. Patient outcome was not provided.